Event description:
Customer reported cracked and shattered touchscreen on pump, possibly damaged during gym class. There was no adverse impact to the customer's blood glucose level as the customer could still interact with the pump. Technical support decided to replace the pump. Customer was advised to use multiple daily injections as backup therapy and to program settings into the replacement pump, which will be shipped without a signature requirement. Customer was instructed on returning the damaged pump to avoid charges and acknowledged the steps needed to connect their continuous glucose monitor and update software in the replacement pump.